Event description:
Nidek inc rec'd a complaint from a customer on (B)(6) 2015. Doctor reported that during the use of yc-1800 sn (B)(4) the explosion/burst was happening too soon. Doctor could complete the treatment by some adjustments (the details of adjustments done were not described). No pt was affected and no injury was reported at the time.

Manufacturer narrative:
The affected device was not returned to nidek. However the device was evaluated on site by nidek field svc engineer (fse). Customer complained about bursting too soon. Customer did not know how to describe what was going on properly, but fse verified again and confirmed that the energy was unstable and doctor could not get the effect what he was trying to achieve. Fse tested the device. The actual energy output and the display energy output were tested. Fse found the actual energy was lower than the display energy. The device was out of calibration. Fse found that the optics were dirty. Dirty optics could be the reason for the low energy transfer. Fse cleaned the optics and the device was calibrated as per the specifications. The energies were tested again after the svc and the confirmed that it was within specifications. At this time no pt has been affected and hence no pt info is available. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.